Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: urinary retention. Updated: start date: (B)(6) 2023.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender- female, weight, bmi at the time of index procedure: female, 70 kg, bmi 23,1 name of index surgical procedure? Kleg10, vaginal urethrocystoscopy with sling the diagnosis and indication for the index surgical procedure? Stressinkontinence. Were any concomitant procedures performed? No. Other relevant patient history/concomitant medications? Selexide 400 mg x 3 in 5 days, (B)(6) 2023. How was the urinary retention confirmed? Bladderscan, sik. Please provide the date and surgical findings of any reoperation performed. 12/1-23 ktlw99a solution of the tvt sling. Does the surgeon believe the urinary retention is functional or structural in nature? A. Functional: the local surgical trauma and the anesthetics in combination with other patient related issues no. B. Structural: if a pelvic mesh or sub-urethral sling was physically obstructed the urinary tract at the levels of ureters or urethra"what is the physician¿s opinion as to the etiology of or contributing factors to this event? The tvt sling set up to tight. What is the patient's current status? Good, free urination, no pain. Country of event- denmark. Product code and lot number:gynecare tvt r lcm, log 13747512, lotnr: 3942679.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: urgency, start date: na unk 2023, severity: mild, is the adverse event serious? No, relationship to study device: possible, relationship to primary study procedure: possible, drug therapy: yes, outcome: not recovered/not resolved.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: urgency. Did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form: blank: no. If the event is marked as being related to the procedure, indicate which procedure the event is related to : blank: index.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? How was the urinary retention confirmed? Please provide the date and surgical findings of any reoperation performed. Does the surgeon believe the urinary retention is functional or structural in nature? A. Functional: the local surgical trauma and the anesthetics in combination with other patient related issues. B. Structural: if a pelvic mesh or sub-urethral sling was physically obstructed the urinary tract at the levels of ureters or urethra. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Country of event? Surgeon¿s name? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Adverse event problem component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and mesh was implanted. On the same day, the patient experienced moderate urinary retention. The mesh sling was loosened on an unknown date and the event was recovered/resolved without sequelae. It was reported that the urinary retention had a causal relationship with both the study device and procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: mesh exposure in urethra. Start date: (B)(6) 2025. Severity: severe. Is the adverse event serious? Yes. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no. Required in-patient hospitalization or prolongation of existing hospitalization: no. Resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: yes. Relationship to study device: causal relationship. If event is serious and device related (unlikely, possible, probable, or causal relationship), according to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated? Yes . Relationship to primary study procedure: causal relationship. Intervention/treatment: planned to remove mesh (B)(6) 2025. Outcome: not recovered/not resolved. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the mesh exposure symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event of erosion?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: partial tape removal was performed on (B)(6) 2025 per edc.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d6b. Additional information was requested and the following was obtained: log line 3: mesh exposure in urethra. Outcome : recovered/resolved without sequelae. End date : 30 apr 2025.